Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system performed as intended and no faults were found. Codes b01, c19, and d14 are applicable. H3, h6) clinical data was received for analysis. In summary, all planned trajectories were planned with no observable issues. The investigating team has reviewed the matching accuracy of the system. The CT-fluoro matching of the vertebrae were determined acceptable with green values and no shifts were detected between the CT and flouro images. The provided log files were reviewed and no software anomalies were found. Additionally, no errors or signs of excessive force applied to the surgical arm were found in the logs. It was concluded that the probable cause of the reported deviation was due to a patient shift. Since inaccuracies were noted only after the first registration and none were reported following the second, it is likely that a patient shift occurred after the initial registration, during which only the l4 right and left trajectories were instrumented. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a l4-s1 spinal procedure. It was reported that the first screw placed on the left side was skived and malpositioned, requiring replacement. The right side screw was then placed too medially, and the left side screw was ultimately positioned very laterally, outside of the pedicle. X-ray imaging was conducted to confirm screw positions. The neuromonitoring team observed significant activity when the right screw was placed medially, it was noted that the patient may have been affected by foot drop. No reference frame shift was observed. Surgical delay was less than one-hour. Additional information received from a manufacturer representative reported that left l4 was superior to plan. The screw was reinserted to make left l4 accurate. Additional information received from a manufacturer representative reported that the patient experienced foot drop after the case. The patient did not undergo medical/surgical intervention to preclude permanent impairment. The three deviated screws were deviated between 3.5-10 mm. Additional information was received. It was reported that the long-term outcome was currently unknown.